Manufacturer narrative:
Ge healthcare¿s investigation in ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient undergoing a petmr exam complained of right ear pain and hearing loss. The hearing loss was later confirmed by a physician.

Manufacturer narrative:
The investigation by ge healthcare has been completed. The signa pet/mr system limits acoustic noise, when hearing protection is used. The system operator is responsible for providing the hearing protection. In this case, hearing protection was provided and placed by the patient. The system acoustic level was tested to meet local regulations. No systemic issue was found. No corrections are required as the system was operating within specification.